Event description:
Lens replacement due to reported refractive error. The surgeon is concerned that the lens may have been mislabeled for diopter power. The lens was labeled 24.5 diopter and by evaluation of the returned explanted lens, the diopter cannot be verified. Review of the manufacturing batch records and complaint history found the lot release to be within the acceptable manufacturing specifications.